Manufacturer narrative:
(B) (4) since the device remains implanted, the programmer files were reviewed. (B) (4). Conclusion: the device switched to standby mode because of a wrong management of internal data by the programmer upon aida programming. This occurred when the physician attempted to save the threshold test result. On 12th of september, re-initialization restored normal operation. There is no safety issue, and the device can remain implanted without further action.

Event description:
After the implantation of the device involved in this report, a threshold test was performed. Upon attempt to save the test results, the device switched to standby mode.